Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) implanted for permanent sterilization on (B)(6) 2015. She was not pregnant. After the inserts were placed, the patient informed the doctor that she had a nickel allergy. Physician stated patient was counselled in advance of the procedure and she did not list anything for allergies. On (B)(6) 2015 she complained of bleeding, pain, headaches and bloating. On (B)(6) 2015 she was referred to surgeon for essure removal. On (B)(6) 2015 patient underwent a hysteroscopic bilateral partial salpingectomy, to remove inserts and tubal occlusion. Treatment of adverse event was reported as surgery. Product technical complaint investigation and final assessment were received on (B)(6) 2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who experienced bleeding after essure (fallopian tube occlusion insert) insertion procedure. She was submitted to bilateral salpingectomy and the devices were removed. The reported event, regarded as post procedural bleeding, was considered serious due to medical importance and is listed according to essure's reference safety information. During and following essure insertion procedure genital bleeding and spotting may occur. In this case, the event was reported 4 days after essure insertion. Therefore, a causal relationship with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since a surgical intervention was required for essure removal. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is expected.

Manufacturer narrative:
Follow-up from 23-sep-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who experienced bleeding after essure (fallopian tube occlusion insert) insertion procedure. She was submitted to bilateral salpingectomy and the devices were removed. The reported event, regarded as post procedural bleeding, was considered serious due to medical importance and is listed according to essure's reference safety information. During and following essure insertion procedure genital bleeding and spotting may occur. In this case, the event was reported 4 days after essure insertion. Therefore, a causal relationship with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since a surgical intervention was required for essure removal. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information could not be obtained.